Event description:
Bayer case number: (B)(4) medical device removal [medical device removal], heavy metal poisoning [heavy metal poisoning] , chemical product poisoning [chemical poisoning] , joint problems [joint disorder] , tendon problems [tendon disorder] , glaucoma in both eyes [glaucoma both eyes] , partial thyroid removal [thyroidectomy partial] , partial stomach removal [partial gastrectomy] , hepatic steatosis [hepatic steatosis] , gluten intolerance [gluten intolerance] , lactose intolerance [lactose intolerance] , daily problems in performing my job and in my daily life [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. C13151) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced metal poisoning ("heavy metal poisoning"), chemical poisoning ("chemical product poisoning"), arthropathy ("joint problems"), tendon disorder ("tendon problems"), glaucoma ("glaucoma in both eyes"), hepatic steatosis ("hepatic steatosis"), gluten sensitivity ("gluten intolerance"), lactose intolerance ("lactose intolerance") and loss of personal independence in daily activities ("daily problems in performing my job and in my daily life") and underwent medical device removal (seriousness criterion intervention required), thyroidectomy ("partial thyroid removal") and gastrectomy ("partial stomach removal"). The patient was treated with surgery (total hysterectomy). At the time of the report, the arthropathy, tendon disorder, glaucoma, thyroidectomy, gastrectomy, hepatic steatosis, gluten sensitivity, lactose intolerance and loss of personal independence in daily activities had not resolved. The outcomes for medical device removal and chemical poisoning were unknown. No causality assessment was received for essure with regard to metal poisoning, arthropathy, glaucoma, chemical poisoning, tendon disorder, gastrectomy, hepatic steatosis, gluten sensitivity, lactose intolerance, loss of personal independence in daily activities, medical device removal or thyroidectomy. The reporter commented: period of occurrence: incident which has lasted 11 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , heavy metal poisoning [heavy metal poisoning] , chemical product poisoning [chemical poisoning] , joint problems [joint disorder] , tendon problems [tendon disorder], glaucoma in both eyes [glaucoma both eyes] , partial thyroid removal [thyroidectomy partial] , partial stomach removal [partial gastrectomy] , hepatic steatosis [hepatic steatosis], gluten intolerance [gluten intolerance] , lactose intolerance [lactose intolerance] , daily problems in performing my job and in my daily life [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-feb-2026. The most recent information was received on 12-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. C13151) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced metal poisoning ("heavy metal poisoning"), chemical poisoning ("chemical product poisoning"), arthropathy ("joint problems"), tendon disorder ("tendon problems"), glaucoma ("glaucoma in both eyes"), hepatic steatosis ("hepatic steatosis"), gluten sensitivity ("gluten intolerance"), lactose intolerance ("lactose intolerance") and loss of personal independence in daily activities ("daily problems in performing my job and in my daily life") and underwent medical device removal (seriousness criterion intervention required), thyroidectomy ("partial thyroid removal") and gastrectomy ("partial stomach removal"). The patient was treated with surgery (total hysterectomy). At the time of the report, the arthropathy, tendon disorder, glaucoma, thyroidectomy, gastrectomy, hepatic steatosis, gluten sensitivity, lactose intolerance and loss of personal independence in daily activities had not resolved. The outcomes for medical device removal and chemical poisoning were unknown. No causality assessment was received for essure with regard to metal poisoning, arthropathy, glaucoma, chemical poisoning, tendon disorder, gastrectomy, hepatic steatosis, gluten sensitivity, lactose intolerance, loss of personal independence in daily activities, medical device removal or thyroidectomy. The reporter commented: period of occurrence: incident which has lasted 11 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Batch number- c13151; manufacture date- 24-jan-2014; expiration date- 31-jan-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.